Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's left ventricular lead exhibited a single low and out of range impedance value. Other values taken were in normal range. No noise was seen and capture thresholds were stable and within normal limits. The clinic would continue to monitor the patient. No patient consequences reported.

Event description:
New information notes that an additional complaint of increased capture thresholds was noted when the patient came into clinic. Programming changes were done to address the issues. Patient was stable.